Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood on the distal end of the conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed in the atrium in multiple locations. It was not possible to have bipolar detection and only unipolar was possible. The lead was not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the lead was placed in the atrium in multiple locations. It was not possible to have bipolar detection and only unipolar was possible. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.